Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
It was reported by the patient¿s family member that two days after the patient visited their home, the patient had cardiac arrest. The family member stated that the smart meter in their home caused interference to the patient¿s pacemaker function. The device remains in use. No further patient complications have been reported as a result of this event.